Manufacturer narrative:
Company comment: the serious expected events of infection and abscess at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions, and hospitalization to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Potential contributory factor could be intentional device misuse in regards to cannula size. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. The batch record review indicated no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted unless additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-mar-2025 by an healthcare professional (biomedical) via regulatory authority concerning a female patient of unknown age. The medical history of the patient included intestinal colitis without attacks and cold sores. The patient was not pregnant. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 1ml restylane defyne (lot 22394-1, expiry date 31-mar-2026) to the lip using a 22g cannula (unknown injection technique). The product was purchased online upon the recommendation of a hcp and was used in its entirety. The product was used according to the manufacturer's guidelines. The restylane defyne was injected using 22g cannula (intentional device misuse). In (B)(6) 2025, the patient experienced a local infection (implant site infection), possibly due to a contaminated product. The patient was hospitalized, and surgical treatment was required. When there was a suspicion of contaminated product, the hcp removed the product by hyaluronidase [hyaluronidase]. Thereafter, the patient went to the emergency room for unspecified antibiotic treatment, and an abscess (implant site abscess) was drained. The patient did not undergo laboratory or imaging tests due to the reported events. There were no temporary or permanent sequelae. The symptoms did not disappear even after discontinuation of the treatment. Outcome at the time of the report: local infection was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Restylane defyne was injected using 22g cannula was recovered/resolved. Tracking list: v.0 initial, v.1 batch record review results were obtained on (B)(6) 2025.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-mar-2025 by an healthcare professional (biomedical) via regulatory authority concerning a female patient of unknown age. The medical history of the patient included intestinal colitis without attacks and cold sores. The patient was not pregnant. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with 1ml restylane defyne (lot 22394-1, expiry date 31-mar-2026) to the lip using a 22g cannula (unknown injection technique). The product was purchased online upon the recommendation of a hcp and was used in its entirety. The product was used according to the manufacturer's guidelines. The restylane defyne was injected using 22g cannula (intentional device misuse). In (B)(6) 2025, the patient experienced a local infection (implant site infection), possibly due to a contaminated product. The patient was hospitalized, and surgical treatment was required. When there was a suspicion of contaminated product, the hcp removed the product by hyaluronidase [hyaluronidase]. Thereafter, the patient went to the emergency room for unspecified antibiotic treatment, and an abscess (implant site abscess) was drained. The patient did not undergo laboratory or imaging tests due to the reported events. There were no temporary or permanent sequelae. The symptoms did not disappear even after discontinuation of the treatment. Outcome at the time of the report: local infection was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Restylane defyne was injected using 22g cannula was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected events of infection and abscess at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions, and hospitalization to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Potential contributory factor could be intentional device misuse in regard to cannula size. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. To rule out a non-conforming product, a batch record review will be performed, and additional information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.